Event description:
It was reported that the ilet user experienced elevated blood glucose for several hours after under-announcing a higher-than-usual carbohydrate meal, and they sought guidance on whether to submit an additional meal announcement. They were advised to allow the pump to bring glucose back into range. Symptoms included hyperglycemia peaking at 236 mg/dl. Outcomes included no hospitalization, no alert or alarm activity, and successful troubleshooting and education. Investigation included customer interview and use review. Investigation of this case revealed user-related underestimation of meal size with normal device function and no device component failure. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement.